Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Functional testing included use testing. Batteries were inserted in the pump. The pump was powered on and it immediately displayed "error code 42224". Based on evidence, the complaint was confirmed. The root cause of the event could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 42224". No adverse effects were reported.